Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned inserted the rotablator unit¿s. The rotawire could not be removed from the device. Upon visual examination, the handshake connection was inspected and no damage was noted. The burr was microscopically examined an it was revealed that the annulus was blocked. There must be no scratches that expose brass on the plated back half of the burr when viewed under a microscope. However, no issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07630. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink plus and a rotawire were selected for use. A stent had been previously implanted at the left main trunk (lmt). A non bsc guiding catheter was used as a platform and the burr was delivered and ablation was started. During procedure, it was noted that the burr had difficulty in crossing the lesion. The physician attempted to remove the burr; however, the burr came in contact with the proximal side of a previously implanted stent. No issues were noted with the stent. Several attempts were made to remove the burr from the rotawire; however, the burr was stuck on the rotawire and could not be removed from the advancer. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07630. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. A stent had been previously implanted at the left main trunk (lmt). A non bsc guiding catheter was used as a platform and the burr was delivered and ablation was started. During procedure, it was noted that the burr had difficulty in crossing the lesion. The physician attempted to remove the burr; however, the burr came in contact with the proximal side of a previously implanted stent. No issues were noted with the stent. Several attempts were made to remove the burr from the rotawire; however, the burr was stuck on the rotawire and could not be removed from the advancer. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.